Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer five missed the handle screw. A field service engineer found that the pull handle on the outside of matrix drawer five had broken off the screws. The entire front panel was removed and replaced, and a new version of cover with an integrated handle was installed to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, system drawer 5 was missing handle screw. The customer reported that this malfunction caused a delay while dispensing medication to the patient and the user managed to get the medicines from another station. There were no adverse events or injuries reported due to this event.